Event description:
I am using freestyle libre 3 plus sensors. I used one for the last week of (B)(6) thru the first 10 days of december- getting a lot of low blood sugar alerts. Yet when I checked my blood sugar with a finger stick, my blood sugar was not low and did not agree with the glucose monitor so I just ignored the low blood sugar warnings. When it was time to apply the new monitor, the same low blood sugar warning sensor kept sounding, and again- checking with a finger stick proved the sensor to be giving false readings. Again. Two sensors in one month! The second sensor eventually turned itself saying it was faulty. My problem? Neither serial number is included in the recall. The problem may be more widespread than abbott is aware of. Luckily- I am not insulin dependent and incurred no damage from this. Serial numbers involved are- (B)(6). I did not record my finger stick blood sugar readings. Pt code: 4582. Device codes: 2460, 1013. Ref report: mw5181929.